Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unbale to perform displacement test and occlusion test due to physical damage. However, the pump was received with operating currents within spec and passed self test, rewind, seating, basic occlusion and force sensor. The pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with cracked case on the back at the battery tube area, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. There was also fading and stained serial number label noted.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 197 mg/dl. Troubleshooting for power error detected alarm was performed. Customer advised the power error detected alarm recurred four hours after troubleshooting and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.